Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose level was 50 mg/dl. Customer reported their current blood glucose level was 68 mg/dl. Customer treated with food. There was no symptoms related to low blood glucose level. Customer refused to troubleshoot. The insulin pump will not be returned for analysis.